Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Right anterior portion of #5 triathlon 4:1 femoral cutting block ((B)(4)) was preventing the modular capture from purchasing easily. After the capture was attached, the .050 sawblade would not glide through the slot anterolaterally (right knee). The surgeon proceeded with his tibial cut prep, and decided to drop to a #4 femoral 4:1 block, and after checking his anterior femoral clearance, used a #4 block.

Manufacturer narrative:
Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The event was confirmed. The device is non-functional. The investigation concluded that there was an indentation of significant size on the top left side of the cutting block. This indentation caused a protuberance that interfered with the flatness of the associated surface and proper assembly of the modular capture. The indentation likely occurred during use. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Right anterior portion of #5 triathlon 4:1 femoral cutting block ((B)(4)) as preventing the modular capture from purchasing easily. After the capture was attached, the .050 sawblade would not glide through the slot anterolaterally (right knee). The surgeon proceeded with his tibial cut prep, and decided to drop to a #4 femoral 4:1 block, and after checking his anterior femoral clearance, used a #4 block.